Event description:
It was reported that a patient has died with no cause of death reported. Information was received that the patient's death was "unlikely related" to vns stimulation and "probably related" to primary condition being treated. No additional relevant information has been received to date.

Event description:
Full patient death report for the patient was received and reviewed. The description of the circumstances of the death were noted. It was stated that the patient was running a bath alone, and was found by their parent that the patient had fallen and drowned. It is presumed that the patient had a seizure causing her to fall into the bath. The patient had complex generalized epilepsy, chronic headaches and mild learning disabilities (stated as part of the patient's medical history). It was stated the primary investigator (pi) has assessed the death to be "not related to vns implant" and "unlikely related to stimulation/device". They are awaiting post mortem report, but the pi has assessed the patient's death as being "probably related to the primary condition being treated". No additional relevant information has been received to date.